Event description:
On (B)(6) 2013, the patient was implanted with three gore conformable tag thoracic endoprostheses to treat a type b uncomplicated aortic dissection and a descending thoracic aortic aneurysm. The aneurysm sac measured 62mm and the patient tolerated the procedure. On (B)(6) 2013, cta images revealed aneurysm sac enlargement, the aneurysm sac measured 70mm. A reintervention for repair of a thoracoabdominal aneurysm is planned, additional images taken: cta on (B)(6) 2014, single view cxr on (B)(6) 2014, results are not available. It was reported that on (B)(6) 2014, the physician performed open repair of thoracoabdominal aneurysm, involved suturing branched gelweave graft to previously placed most distal ctag device. A distal type I endoleak, caused aneurysm enlargement, it is unknown which ctag device was implanted most distal. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and/or related to this event: tgu313115/9470379 and tgu262610/9461037. The conformable gore tag thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and reoperation.